Event description:
It was reported that the ventilator shut down twice on the crew without warning. After the second shut down, the crew manually ventilated the patient from the ambulance to the hospital bed. No patient harm reported.